Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 18mg/dl. Troubleshooting revealed that prior to the hospitalization, the customer had set a different set of basal rates with a higher amount by mistake, and the customer never realized it until troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.